Manufacturer narrative:
(B)(4).  Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call partial display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Customer¿s parent advised the insulin pump did not work and they replaced the battery. Customer¿s insulin pump had a partial display and the device was not available at that time. Customer¿s parent advised they would call back to troubleshoot the insulin pump.